Manufacturer narrative:
Date of event is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated rf ablation procedure wherein the ipg was not placed into surgery mode. A manufacturer representative met with the patient and attempted several troubleshooting attempts, but was unable to connect to the ipg. The ipg was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.